Event description:
Event description boston scientific received information that this device was programmed to high outputs and had reached its elective replacement indicator. The physician was not concerned about the device's longevity but observed a fault code during interrogation. Technical services spoke with engineering regarding the fault code, who indicated that a specific cause could not be determined but recommended that since the device has reached eri and has exhibited a fault code, it be explanted as the safest option.